Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that following insertion of physiomesh the patient experienced recurrent ventral hernia. It was reported that patient underwent hernia repair on (B)(6) 2012 and ethicon ultrapro mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.